Manufacturer narrative:
Additional information: if explanted, give date: not applicable, the lens remains implanted. Device evaluation: product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that a zxt150 19.0 diopter intraocular lens (iol) rotated. At one day post-op the iol was at 156 degrees. The patient was seen again (B)(6) 2019 and reported blurry vision. The reported issue was noted to significantly affect the patient¿s daily activities as the patient was unable to see clearly, and as a librarian, she needs to be able to see. The patient was brought back in (B)(6) 2019, the iol in the left eye was rotated 34 degrees clockwise and remains implanted. There were no patient injuries. Reportedly, the patient¿s vision is great now and they are very happy. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.